Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a "double beeped no cassette". There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.